Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: april 19, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the plunger rod was overriding a lens that was stuck in the cartridge. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. The cartridge tip and cartridge were observed to be deformed. Stress marks were also observed but were in specification for a used device. The lens module and device assembly were inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. The lens was removed from the cartridge and may have been damaged during removal. The lens was cleaned revealing scratches and damage on the lens; one haptic was observed to be damaged. No further evaluation was performed. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the preloaded monofocal lens was damaged during advancement in preparation. The surgeon did not observe any visual issues initially. However, upon attempting to insert the lens, it became evident that the lens was damaged within the cartridge chamber. The cartridge and lens were withdrawn from the eye with no patient injury reported. A new lens was acquired and inserted without any issues. No further information is available.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.